Event description:
It was reported that the patient underwent revision surgery for an unknown reason. Follow-up with the physician reveals that several weeks prior to the replacement surgery, the patient struck the generator on a door and subsequently had some erosion over the generator. She was seen the week prior to presentation and was found to have a subcutaneous blister, but no erosion of the vns generator. However, 24 hours prior to the surgery, the mother noticed that she had bleeding from the incision and evidence of hardware protruding through the blister. She was therefore admitted to the hospital, placed on IV antibiotics, and scheduled for an urgent revision of the generator. During the generator revision, the wound was irrigated and cleaned and the new generator was placed in a different area in a new pocket. The surgery was performed successfully. Attempts for further information have been unsuccessful to date.